Event description:
Implant extraction due to patient condition, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease, diseased mucous membrane, bone resorption, peri-implantitis, infection, inflammation, mobility.